Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from the customer. The fractured reamer was not returned to perform an additional evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product location unknown.

Event description:
It was reported that the third reamer guide hole did not allow the reamer to sit fully when preparing ps box mill guide, the reamer then became stuck in the slot and the tip fractured. As a result of the event, a delay of approximately five minutes occurred. No adverse events have been reported as a result of the malfunction.